Event description:
The customer observed elevated absolute neutrophil results generated on the alinity hq processing module. The following results were provided: alinity hq processing module: on (B)(6) 2025 at 08:39am, sid (B)(6): absolute neutrophil result = 2.81 x10e9/l (2810/ul). Cell dyn sapphire: on (B)(6) 2025 at 09:04am, sid (B)(6): absolute neutrophil count = 0.077 x 10e9/l (77/ul). There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for the alinity hq processing module sn# (B)(6) included a review of data and information provided by the customer, ticket trending review, device history record review and labeling review. The review of tracking and trending found no elevated complaint activity for the alinity hq processing module (list number 09p68-01). The review of the device history record revealed no systemic issues or nonconformances applicable to the current complaint. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for the alinity hq processing module (B)(6).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. E1: postal code: a leading zero was added to the field because the system requires a minimum of 5 digits in the postal code field.

Event description:
The customer observed elevated absolute neutrophil results generated on the alinity hq processing module. The following results were provided: alinity hq processing module: on (B)(6) 2025 at 08:39am, sid: (B)(6): absolute neutrophil result = 2.81 x10e9/l (2810/ul). Cell dyn sapphire: on (B)(6) 2025 at 09:04am, sid: (B)(6): absolute neutrophil count = 0.077 x 10e9/l (77/ul). There was no impact to patient management reported.